Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and explant date. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2022-05795. It was reported the patient underwent surgical intervention whereby the entire system was explanted. Date and reason for the explant is unknown.

Manufacturer narrative:
Device not returned-the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.